Manufacturer narrative:
(B)(4). The customer returned one unit visistat 35w 6/box for investigation. Visual examination revealed that there appears to be a sealing issue along the upper left corner of the lid stock with the stapler package laid lid stock side down as well as the right center, please refer to attached pictures. A dimensional or functional inspection was not required as part of this complaint investigation. The device history review for the product visistat 35w 6/box, lot #73h1600258 investigations did not show issues related to the complaint. The sample received did not confirm the defect reported by the customer "sterile package not sealed", although it appears there is a sealing issue with the sample received, the package was received completely closed and sealed, sterile barrier was not compromised, based on the sample condition the reported complaint issue could not be confirmed, no further actions will be taken. The manufacturer will continue to monitor and trend related events.

Event description:
The seal on the sterile package was incomplete during incoming inspection.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box from lot number 73h1600258 for investigation. During the visual inspection was observed that the seal perimeter looks incomplete at upper left corner of the package as well as the right center, however the package is closed. Burst test was performed on the packaged received using qip-036 rev 10 procedure, the result of the test was 11.4 inches of water this results demonstrate that the package is closed thus there is no a barrier sterile issue. The device history review for the product visistat 35w 6/box, lot #73h1600258 investigation did not show issues related to the complaint. Based on the visual inspection of the sample received and the functional testing (burst) with a result of 12.6 inches of water this complaint is not confirmed. This is an isolated situation and is most likely due to abnormal handling of the packages at the distributor. Since we have tested many different shipping/handling scenarios without similar findings and there have been no other complaints from other regions that the same batches have been distributed.

Event description:
The seal on the sterile package was incomplete during incoming inspection.